Event description:
A malfunction was reported by the customer, as the pump's battery depleted more rapidly than before and the on/off button was less responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up calls from technical support and expressed a desire to proceed with obtaining a tandem mobi pump through insurance, without troubleshooting assistance.